Event description:
Healthcare professional reported "seroma". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Cont e1 phone number- (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional additionally reported rupture.

Manufacturer narrative:
Corrected data: b6, h6.

Event description:
Healthcare professional reported "seroma". Healthcare professional additionally reported rupture. This record is for the left side. Device has been explanted and replaced.